Event description:
No updates.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be provided.

Event description:
It was reported that there was an issue with a columbus knee component. The component loosened sometime after a columbus cr double knee procedure, approximately 4.5 years postoperatively. A future revision was noted. All available information has been provided at this time; if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under xc reference (B)(4).